Event description:
Healthcare professional reported "patient with contracture", baker grade unknown. Later, healthcare professional reported capsular contracture baker grade iii and "intracapsular rupture". This record is for the left side. The device remains implanted. It is unknown if explant surgery is scheduled or if the explanted device will be returned.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.